Event description:
Patient called to report an adverse reaction to euflexxa. She stated she got the injection on (B)(6) 2023 and that same day started to experience nausea and upset stomach like she was going to throw up. Patient said about 24 hours later she began having a rash with red, raised bumps on her neck and chest and felt itchy all over in random areas. Patient said she feels like she's having a possible allergic reaction to the euflexxa. She said the nausea and upset stomach is better now but is still experiencing the random itchiness.